Manufacturer narrative:
Site nurse (B)(6) declined to provide patient identifier. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site nurse reported on (B)(6) 2016, that while in an ear, nose & throat (ent) procedure on the previous day, (B)(6) 2016, their navigation system became unresponsive, the nurse was unable to click on any items. The surgeon discontinued the use of the navigation system and continued with the procedure. The nurse reported that later in the surgery, the surgeon was unable to verify the curved suction. A magnetic resonance imaging (mr) was requested, however, declined during the nurse's call to medtronic technical services representative. Delay in therapy was less than one hour. There was no impact on patient outcome.